Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v565966, implanted: 2010-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a urinary tract infection. The etiology was new illness/injury. In addition, the patient experienced urgency and leakage. The patient was given macrobid 100 mg twice a day for 7 days and the event resolved without sequelae on 2012-(B)(6).